Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to the encoder signal being out of phase. The device was unable to undergo the displacement test due to the constant motor error alarm. The pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 195 mg/dl. The event happened during a bolus and customer does not recall any significant events leading to the motor error issues. Troubleshooting was initiated for the motor error alarm, and the customer was able to rewind the pump. However, after an infusion set change the motor error alarm reoccurred during another bolus attempt. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.